Manufacturer narrative:
H3, h6: the navio, pin driver, part number 110164, lot 8016483, used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the pin driver performance verification. The reported problem was not confirmed. The pin driver tested and functioned normally. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a navio ukr procedure, a navio bone pin driver broke outside the patient. All the pieces were recovered. The surgeon was using the cori pins with the pin driver. The procedure was successfully completed with a delay of fewer than 30 minutes using a back-up device. No patient injury or other complications were reported. This is the first of five events.